Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not power on or charge. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit does not power on or charge. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp determined that the device was not turning on and requested a new system board assembly as well as a new light crystal display (lcd) to complete the repair. The customer refused the repairs and stated they would retire the device. The customer refused the repairs and stated they would retire the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.